Event description:
Pt was revised to address osteolysis, poly wear and loosening of the glenoid.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the info provided, as the lot number required to review the device history records was not provided. Provided info states the parts were implanted approximately 18 years ago. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.